Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected fields: h4.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when shipping from the factory(aomori olympus) and warehouse of ot/oj, the boxes are checked for damage, and if there is any abnormality, they are not shipped. Therefore, we assume that the boxes were crushed after shipping from the warehouse due to external force. We also suspect that someone cut the tape after it was shipped from the ot/oj warehouse. However, it was not possible to determine when the box was crushed by what kind of load, or when and by whom the tape was cut. Although the root cause of this event could not be determined, we will continue to monitor trends and take appropriate actions as necessary. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: drawing number and revision number of IFU: rk1134_03. Do not store the instrument or a cord in a sterile package that is damaged, wet, or improperly sealed. Otherwise, the sterility of the instrument or a cord may be compromised and pose an infection control risk or cause tissue irritation. Do not store the sterile packages containing the instrument or a cord in places where they could become damaged, wet, or improperly sealed. Otherwise, the sterility of the instrument may be compromised and pose an infection control risk or cause tissue irritation. Before use, prepare and inspect the instrument and a cord as instructed below. Should any irregularity be observed, do not use the instrument or a cord; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforations, bleeding, mucous membrane damage, thermal injury, and may result in more severe equipment damage. Inspect the sterile package for tears, inadequate sealing, or water damage. If the sterile package shows any irregularity, the sterile condition of the instrument or a cord may have been compromised. In this case, do not use the instrument. The instrument should be used immediately after opening the package. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use balloon dilator v package box of bd-vc431q-1840-25 (sample product) was collapsed and the sealing seal was also peeled off before delivery. There were no reports of patient harm.